Manufacturer narrative:
Follow-up 6/15/2016: customer reported that the pump has not declared any occlusion alarms since the previously reported event. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Customer disconnected tubing and administered a bolus; however, customer accidentally delivered more insulin than what remained in the original bolus. As a result the customer experienced a low blood glucose (bg) level in the 50s (mg/dl). Customer consumed cookies to address bg levels. System check with tandem technical support indicated that the cartridges were possibly the source of the occlusion. Customer was sent replacement cartridges.